Event description:
It was reported that the pump began beeping, indicating ¿high pressure.¿ per reporter, they pressed on the port needle to check if it was causing the pressure problem. Upon pressing the needle, a distinctive click was heard, and they were redirected to oncology, who directed them to the emergency room. At the emergency room, an x-ray confirmed the port was correctly placed, and no issues with the pump were found. At the infusion center the next morning, a technician restarted the pump, and the error occurred again. The technician inspected the cassette and tubing for bubbles or kinks but found none. The remaining dose will be administered via a new pump.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint of pressure problem was not confirmed. Could not get pump to alarm "high pressure". Visual and functional testing was performed. Upon further investigation, it was found that the complaint could be duplicated high pressure. All tests passed during the testing. Review of service history found no relevant repairs in the last 12 months. Based on the review of complaints it was determined that the previous repair is not related to the current complaint. Review of event log found last error code was 1821. The probable cause of the reported problem was unknown.